Event description:
It was reported to philips healthcare that the heartstart mrx continued beeping and displaying a red x after passing opcheck. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.